Event description:
A customer contacted beckman coulter (bec) reporting that the ionized selective electrode (ise) ratio pump was overflowing on the unicel dxc 600i synchron access clinical system. The customer stated that the ise ratio pump overflowed on the instrument and a few mls leaked onto the floor. The customer cleaned the leak using towels and a service request was generated. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed that the ise drain valve line 36 was clogged causing the ise waste to overflow. The fse cleared the ise drain valve line 36 and verified repairs. The fse confirmed the leak was caused by the clogged ise drain valve line 36 was from the ise drain (cigar tube) assembly overflowing, not the ise ratio pump. The fse was unable to identify the material clogging ise drain line 36 but stated it was most likely sample build up. The failure mode was determined to be a clogged ise drain valve line 36. Bec identifier for this report is (B)(4).